Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: per action/evaluation description, the product was discarded. The sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed no additional investigation request (ir) was received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was returned. It was learned that the issue was that the lens got stuck in the injector. The doctor was able to partially deliver the lens into the eye but the lens got stuck halfway. Then he had to stop and use the back-up lens instead, another pcb00. Surgery went well post-op. No incision enlargement, no vitrectomy, no sutures done. The suspect product was discarded. No other information can be provided.